Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The caller stated that on (B)(6) 2013 the customer had a surgery on the foot due to a wound center, went back home, the next day got sick with the renal failure and cardiac arrest and was hospitalized. He passed away fifteen to twenty minutes after getting to the hospital. The caller stated that the cause of death was renal failure and maybe dome heart issues; cardiac arrest. The caller did not know the customer's blood glucose at the time of death. The caller stated that they are just guess that the customer's blood glucose was high because he would not follow a diet which would cause high blood glucose. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer used sensors or not. The caller stated that they do not know where the customer's insulin pump is. The device information used on this medwatch report is the last known insulin pump to have been issued to the customer.